Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that a lead safety switch was activated in the rv and gradual increase in rv impedance was noted. Nsvt and vt episodes were recorded due to noise in unipolar configuration.